Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter/ kidney during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during preparation, one of the basket wires was broken and detached upon testing. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment of the returned device was performed. The basket wires were present and attached. One (1) of the basket wires was broken at the distal end of the basket. The broken wire was bent on the distal end. The sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate proper torque during assembly. The handle cannula was visible through the handle. A functional evaluation was performed, when the handle was actuated, the basket would close and open without issue. The basket extended when the handle was in the closed position. The evaluation concluded that the condition of the returned device was consistent with complaint that the basket wire broke; however, none of the basket wires had completely detached. Since the issue was noticed outside of the patient during preparation, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used in the ureter/ kidney during a ureteroscopy procedure performed on (B)(6) 2015 according to the complainant, during preparation, one of the basket wires was broken and detached upon testing. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.